Manufacturer narrative:
The complaint device was not available for evaluation; therefore product inspection could not be performed. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. The device labeling and directions for use were reviewed and revealed these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The root cause for the reported tip detachment cannot be definitively determined as the device was not returned for analysis, however, based on the available information in the event description, this complaint can not be excluded as a possible brittle tip failure; a cause of undeterminable was assigned. Customer notification has been distributed to (B)(6) customers and sent to the pmda. FDA report of correction and removal was filed (B)(6) 2001 (B)(4).

Event description:
A percutaneous coronary intervention (pci) was performed for a severely tortuous lesion without calcification located in the left circumflex artery (lcx). An intravascular ultrasound (ivus) imaging catheter was introduced to image the placement of the newly deployed stents. Mild resistance was met advancing the catheter to the lesion. The stents were confirmed by ivus to be fully opposed. Minimal resistance was noted during withdrawal of the imaging catheter, however the tip of the imaging catheter detached near the guidewire exit port. The physician stated he did not forcibly pull the catheter. The tip of the catheter was successfully retrieved with a snare. The patient is reported to be in "good" condition.

Event description:
A percutaneous coronary intervention (pci) was performed for a severely tortuous lesion without calcification located in the left circumflex artery (lcx). An intravascular ultrasound (ivus) imaging catheter was introduced to image the placement of the newly deployed stents. Mild resistance was met advancing the catheter to the lesion. The stents were confirmed by ivus to be fully opposed. Minimal resistance was noted during withdrawal of the imaging catheter, however the tip of the imaging catheter detached near the guidewire exit port. The physician stated he did not forcibly pull the catheter. The tip of the catheter was successfully retrieved with a snare. The patient is reported to be in "good" condition.